Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician, and there was no misload identified during loading. Upon the first deployment attempt, the valve was recaptured due to positioning. During recapture, an infold was observed. It was noted that the target implant depth when the infold occurred was 3 millimeters (mm) on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). Subsequently, the valve as withdrawn from the patient. A new valve was loaded into a new delivery catheter system (dcs). The new valve was successfully implanted at a depth of 3 mm on the ncc and 5 mm on the lcc. Per the physician, the patient's calcified anatomy contributed to the infold. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: (lot: 0013021404); implant date: n/a; explant date: n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.